Event description:
It was reported that during a tka procedure, after using the flex ext spacer block the scrub tech removed the 9mm spacer and one of the inner rings came out and broke off. The surgeon no longer needed the spacer clock. There were no pieces left in the patient. No delay. It is unknown if there was any patient impact or injury to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the retaining rings on the device was fractured and only a portion of it was returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.